Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. One testicular was received for evaluation. Upon return of the device it was received with fluid inside and a butterfly needle was injected to drain the fluid prior to sterilization. The device was submerged in water, but no leakage was noted. Microscopic examination of the injection port revealed two separations, indicating the injection port was punctured twice. Examination and testing of the testicular post sterilization revealed no functional abnormalities. Therefore, quality cannot confirm the complaint as reported. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient had to return due to a flat implant done about a month prior. The old implant was removed and was completely flat with no fluid. Upon filling it to check for leaks, none were identified. A new implant was placed.